Event description:
It was reported that a loss of telemetry monitoring occurred for 4 pts for approx 1 hour. No alternative physiological monitoring was available. There were no pt injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.